Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the hard drive of the navigation system computer was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect hard drive was returned to the manufacturer for evaluation. Testing found that the monitor would lose display following brief functionality at startup of the navigation system.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitors on the navigation system displayed that no signal was detected. The representative reported that the system was attempting to connect to an ip address and then displayed the reported issue. The representative opened the monitor configuration menu and found that the settings were correct. The reported issue occurred during calibration of a medtronic imaging system. There was no patient present when this issue was identified. No additional information was provided.